Manufacturer narrative:
The investigation into the aic - purge issue ¿ other has been completed since the original report was filed. The console was returned and tested after arriving in fs. The failure mode was reproduced, and purge flag was confirmed to be missing. The cause of the issue was a missing purge flag.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported the purge disk was not recognized by the automated impella controller (aic). Another device was used successfully. There was no reported patient harm.